Event description:
It was reported that the pump declared alarm 20a during the load process. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the customer with loading a new cartridge using proper technique, but the alarm did not recur and confirmed that the pump was in warranty. A replacement pump was arranged, and the customer was informed to use mdi as backup therapy and instructed on returning the pump after placing it in storage mode. The customer understood and acknowledged the instructions provided.